Manufacturer narrative:
Additional MDR associated with this event: 3025141-2021-00031: driver.

Event description:
An aculoc 2 plate was being implanted into a patient. While inserting the locking screw, the driver tip broke off in the head of the screw. The driver tip remains implanted.